Event description:
The distributor reports a sternalock revision surgery was performed to remove the implants due to trauma and failure to follow post-operative care instructions. File one of three.

Event description:
The distributor reported a revision surgery due to dehiscence.

Manufacturer narrative:
.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility reported that the complaint item was discarded during the revision surgery and therefore not available for review by the manufacturer. Without a known lot number, review of the manufacturing records cannot be performed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.